Manufacturer narrative:
The scanner moved over the patient, but the x-ray light didn't activate, causing it to fail to emit x-rays. As the software transitioned to interventional mode, star-like artifacts appeared on the scout and scan images. The cause wasn't confirmed as the artifact was not reproducible during testing. Filament values were reviewed, system logs analyzed, and the protocol executed, with daily calibration and quality assurance procedures completed successfully. No harm to the patient or users.

Event description:
The scanner moved over the patient as expected, the x-ray light did not activate. In essence, the scanner failed to emit x-rays.